Event description:
It was reported that the patient experienced pain from the implant procedure. The pulse generator was repositioned. The patient was noted to be doing okay after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.